Event description:
A customer reported to baxter corporate product surveillance in which the facility had trouble drawing blood through an unknown clearlink extension set. This condition occurred during an unidentified process step. There was no report of any patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition occurred during an infusion. A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number. A batch review cannot be performed since there was no lot number provided.